Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a right eye cataract procedure, a strange noise was heard from the equipment, the footswitch was not working and the handpiece was not irrigating. The procedure was completed with no harm to the patient. A product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The device history record review showed that the product was released per specifications. The customer did not retain a sample for this complaint report; therefore, the visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Manufacturer narrative:
The returned sample was visually and functionally tested. The returned sample passed testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).